Event description:
Our MDR - after an implant duration of about 31 months, a loss of capture was reported. No adverse pt side effects have been reported. The device was explanted. No date of explant was provided, but the device was returned for analysis.

Manufacturer narrative:
Ous MDR.